Manufacturer narrative:
A ge oec service representative investigated the issue and found an open hv wire in the hv cable assembly that was repaired. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the iris collimator that would not close. Iris collimator failure.